Manufacturer narrative:
The event occurred on an unspecified date "approximately 4 months ago" from the reported date. The devices were discarded and the lot number is unknown, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) continuous ambulatory peritoneal dialysis disposable disconnect y-sets leaked. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.